Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a higher than expected bolus amount to be delivered. During troubleshooting with tandem technical support, it was found that the customer set the correction factor and carbohydrate ratio incorrectly. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was 200 mg/dl.